Event description:
Per the clinic, the patient requested to have his device explanted and reimplanted with a 600 series so he can get mris.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 15, 2022.